Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The implantable cardioverter defibrillator's right ventricular sensing channel was picking up crosstalk from the atrial pacing output. Programming changes were made on (B)(6) 2019. The patient was stable.